Manufacturer narrative:
Date of event. The event date was not provided. The first date of the month of the aware date was selected.

Event description:
It was reported that a suture break occurred. It was reported that the suture on the expel drainage catheter was weak and broke. No patient complications were reported and no further information was provided at the time of reporting.